Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A sample from the reported lot was returned and subjected to a bubble point leak test. The pu was found to be wicked. A leak was detected in the center under the blood port on both ends. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon removal of the header caps the pu was found to be soft. There was no other damage or irregularities noted. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak was discovered within minutes after initiation of a patient's hemodialysis (hd) treatment. The blood leak was visible in the red hansen line. Upon follow-up, the cm confirmed the blood leak was internal and occurred within 30 seconds after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed in the red hansen line. Blood test strips were not used as the blood leak was visually observed. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 100 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak was discovered within minutes after initiation of a patient's hemodialysis (hd) treatment. The blood leak was visible in the red hansen line. Upon follow-up, the cm confirmed the blood leak was internal and occurred within 30 seconds after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed in the red hansen line. Blood test strips were not used as the blood leak was visually observed. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 100 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.